Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer states the unit has a broken door/battery door. Upon triage on (B)(6) 2016 the service tech found the unit had no audible alarm.